Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of intermittent power drain. Analysis did find that the battery flex was torn, the battery contacts were compressed and the ring bail was bent. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was returning for ¿spring tension.¿ the epg was returned for repair. There was no patient involvement. No additional information is available.

Event description:
It was reported that the external pulse generator was returned due to "spring tension." Follow-up revealed that the documentation at the hospital actually said "intermittent power drain." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.